Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 06/13/2018, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on 11/18/2017. The patient¿s mother stated that the patient experienced irritation. The patient¿s mother contacted their doctor about the irritation on (B)(6) 2018. The doctor prescribed tegaderm and skin-tac for patient to put on skin first so when a sensor is applied the adhesive will not touch skin. The sensor was removed on (B)(6) 2017 due to the irritation. The affected area was located on the abdomen to the right of the navel. The patient¿s mother cleaned the skin and applied tea tree oil for a couple of days. At the time of contact, it was indicated that the patient¿s condition was fine. No additional event or patient information is available.